Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Clinician explanted a shunt that he implanted on a patient in the last 12 months. He felt that the valve was not working based on the results of a shunt study and when he interrogated the valve he found that there was distal patency through the distal catheter and flow through the ventricular catheter so he felt the occlusion had to be in the valve itself. He would like a report back on our findings once the valve has been tested.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.